Event description:
Monitor alarm malfunctioned? No audible alarm noted by nursing personnel for asystole status of patient. Alarm condition occuring in room 8 and three nurses present at bedside did not hear alarm occuring in room 206-0. No monitor strips generated during period of asystole and pt in room 206 discovered asystolic. Patient expired post code 99! Patient was 84 year old male recent mi-post cardiac catherization with severe multiple vessel disease requiring open heart surgery-which patient refused to have performed. Patient status critical prior to event and cardiac status severe damage and involvementinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.